Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 20 2019. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 4210, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2:11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code #1: 3259 - improper physical structure. Results code #2: 4210 - leakage/seal. Conclusions code: 4307 - cause traced to component failure. The returned sample was evaluated, and it was observed that there was a slight deformation on the blood inlet and outlet ports. It was also observed that the arterial thermistor could rotate slightly within the bonded port. It was then built into a simple circuit and circulated with water with occlusion on the outlet to build pressure within the system. A leak at the arterial thermistor port is confirmed from where the thermistor is bonded in the port. A representative retention sample was reviewed and found that the thermistor was inserted and bonded in the port. Removal of the thermistor revealed the root cause of the event to be poor bonding in the port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed that the prime solution was dripping from the arterial thermistor port. No patient involvement. Product was changed out. Procedure was completed successfully.